Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent and abdominal pain. The breach in aseptic technique was not further described. The same day as event onset, the patient was hospitalized for the event and began treatment with amikacin (100mg / one per day /intraperitoneally, discontinued before patient discharge) and cephalothin (250 mg / one per day / intraperitoneally, discontinued before patient discharge). Dianeal therapy was ongoing. At the time of this report, the patient has recovered from the event and was discharged. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.